Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The drift in the or table was traced to a trendelenburg cylinder valve failing to hold pressure. In addition, small hydraulic leak at the o-ring gasket of the or table pump/reservoir was observed and replaced with a new o-ring. The cse bled air from the system and performed weighted and unweighted drift tests to verify proper function. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
During refresher training on (B)(6) 2020, the clinical specialist noticed that the ort200 table had drifted in the trendelenburg position. There was no patient involvement.